Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of up to 322 (mg/dl) for 72 hours. Reportedly, customer placed their infusion site on their leg and believed that they did not absorb the insulin well. Customer administered a manual injection and moved the infusion site to their stomach to treat bg levels. Customer stated that they have been in contact with their health care provider and will be discussing insulin absorption with their hcp in the near future.